Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure without any reported issue. On an unknown date, but estimated to be on or about (B)(6) 2014 follow-up imaging identified aneurysm enlargement (amount unknown). The patient was referred to the complainant institution for further examination. On an unknown date, a second follow-up imaging identified a distal type I endoleak associated with the contralateral leg component on the right side. The patient is scheduled for reintervention on (B)(6) 2019.

Manufacturer narrative:
Please note: the correct manufacturing site number for the device associated with this medwatch is 2017233. H6: code 213- a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Please note: the correct manufacturing site number for the device associated with this medwatch is 2017233. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, a distal type I endoleak from the trunk-ipsilateral leg component (rmt231214j/11750953a) on the left side was suspected; not the right side as initially reported. On this same day, a re-intervention was performed to treat the endoleak and a gore® excluder iliac extender component was implanted to extend coverage distally on the left side. The endoleak was reportedly resolved, and the patient tolerated the procedure. The cause of the endoleak and aneurysm enlargement was unknown.